Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. On (B)(6) 2020, it was reported that the infusion set's tubing came out at the quick release and the patient woke up with blood glucose level of 540 mg/dl. The patient stated that this issue occurred maybe five times in 20 years. Upon investigation performed on the returned used device (1 used set), it was found that the tubing detached from the tubing connector. No further information available.